Event description:
It was reported that the user experienced fluctuating blood glucose with lows of 46 mg/dl and highs of 226 mg/dl after discontinuing meal announcements on the ilet due to concern for over-bolus, leading to rapid post-meal hyperglycemia followed by corrective doses and subsequent hypoglycemia that required assistance from a family member; the event was associated with a usage issue attributed to improper or incorrect procedure related to the user interface, and the user was counseled and assigned additional training, including guidance on treating lows with oral glucose. No symptoms associated with hypoglycemia, and sleepiness or drowsiness, and nausea for hyperglycemia. Outcomes included impairment due to the hypoglycemic event without hospitalization. Investigation of this case revealed no device problem and identified a usage problem linked to failure to follow instructions, with the device component implicated as the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.